Event description:
Patient brought to or for an ivc filter placement and thrombolysis of her left iliac vein. During access of her right jugular vein, the tip of the micro access wire broke off. Multiple attempts to retrieve the wire via jugular access were unsuccessful. Physician established right femoral vein access to attempt to retrieve the wire from below and to shoot a venogram. The venogram confirmed that the wire was not in the vessel but in the subcutaneous tissue. Risk greater than benefit for further attempts at retrieval.